Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the natural knee ii system packaging insert loosening and infection are both known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nkii revision femoral stem, catalog 681517125, lot unknown; nkii femur size 1 left, catalog 632000101, lot unknown; nk-ii tibial stem, catalog 621500120, lot unknown; nk-ii tibial plate, catalog unknown, lot unknown; unknown patellar component. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03330, 1822565-2017-03331, 1822565-2017-03332, and 1822565-2017-03335.

Event description:
It was reported that the patient underwent a left knee aspiration and then revision due to infection and pain approximately 4 years post implantation. It was also reported that the patient was experiencing tibial and patellar radiolucency. Attempts have been made and additional information on the reported event is unavailable at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. The infection occurred greater than on year post implantation.